Event description:
Additional information: there was a dura-leak with an unknown cause and a visible pocket of fluid at the spinal entry point; there was a significant amount of fluid following the catheter track to the pump pocket and filling the pocket (date of onset not reported). In the process of investigating a dura leak, the catheter was cut by mistake, therefore needed replacement; "they were going in to do a patch and when the healthcare provider cut the catheter by accident". On the date of this report the catheter was spliced and a new catheter was placed in the intrathecal space and connected to the existing catheter. The explanted catheter segment was not to be returned as it was discarded. Patient symptoms included headache; patient status at time of this report alive with no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had approximately 100 ccs of clear fluid around the pump pocket. The health care provider reportedly believed it was cerebrospinal fluid (csf) as the patient had a catheter revision done on (B)(6) 2013 for the same issue after the catheter had been confirmed patent with a dye study. The fluid was withdrawn and the reporter believed it was sent off for testing. The fluid appeared to be clear, csf like material. It was noted the patient did not have positional headaches and was getting good therapy and pain relief. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4) implanted: 2013 (B)(6) product type catheter product ID: 87 09sc lot# serial# (B)(4) implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).